Event description:
Several weeks before this revision the pt underwent complete replacement of pacing system. Upon follow-up, had unexplained lead retraction, tension of the lead, pacing sensing and failure to capture. Atrial lead was replaced, pt discharged following day.